Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2020-01262; 400-03-282, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient fell, broke her hip.